Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, causes for the reported inability to straighten the sgc and loose knobs could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the plus and minus steering knobs moved freely with no effect. Multiple attempts were made to straighten the device for insertion with no success. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.